Event description:
It was reported that the keypad buttons do not respond with every button press. There was no report of a torn or peeling keypad. A family member reported that she is uncertain when issue began. She stated that the patient is able to use the pump safely and is monitoring programming.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were found to the button contacts. Unrelated to the complaint, the display was found to be faded.